Event description:
Company received a report that the proximal part of the tube that connects with the flange broke during cannulation of the pt. The tube was replaced by another tracheostomy tube. It was noted that the pt had been intubated with the tracheostomy tube for about 4 months.

Manufacturer narrative:
The product has been requested to return for failure investigation. Further info has also been requested. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.